Event description:
The recipient reportedly underwent an MRI without proper precautions taken. The recipient is reportedly experiencing pain and sound quality issues. The recipient was advised to discontinue device use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent magnet replacement surgery on (B)(6) 2023. The recipient's magnet was received at the company on (B)(6) 2023. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The device passed the electrical test performed. The device passed the tests performed. No corrective action is indicated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's internal magnet was displaced during the MRI procedure. Revision surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.